Manufacturer narrative:
(B)(4).

Event description:
It was reported impedances had ¿seemed¿ a bit high. It was stated the impedance check was performed one day prior to report at 3.0v. It was noted when the impedance check was performed they felt nothing. It was stated the patient had good therapy when the 2-, 3+ contacts were used. It was further reported there were no lead fractures. It was stated no action had been taken because the patient received effective therapy. It was noted no intervention was needed. It was stated the patient outcome was they received therapy.